Event description:
As reported to coloplast though not verified, pt experienced dyspareunia, poking, burning, pain in lower back, hips, and abdomen, bladder infection and injections.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.